Manufacturer narrative:
The reported field event of inability to interrogate was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, the implantable cardiac monitor (icm) could not be interrogated. The icm was not used. There was no patient involvement.